Manufacturer narrative:
The account determined that it was not cost effective to repair the device at this time. The device has been removed from service. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the device has unintentional movement of hi/low, head up and knee up.